Event description:
The pt was scheduled for a vascular access port insertion procedure. The catheter was placed in the pt under fluoroscopy to confirm placement. Placement during the procedure was confirmed. During the procedure, the surgeon was able to flush the catheter. Once the catheter was removed from the pt's left chest, the surgeon was still unable to flush fluid the catheter. A new catheter which was able to be flushed was placed in the pt. Dates of use: (B)(6) 2010 - (B)(6) 2010.